Event description:
It was reported that during a davinci prostatectomy, the prograsp forceps was unable to move from right to left or rotate horizontally. It was removed and the sterile adapter on the arm was reseated. The instrument was reinserted and still was not able to move correctly. The procedure was completed as planned with no reported injury a back up instrument. Nothing abnormal was noticed on the jaws of the instrument or the joint.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.